Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No add'l info is available at this time. The device is not available due to the ongoing litigation. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly, "on or about (B)(6), 2007, the pt underwent a right knee fusion surgery." It was further alleged that, "the pt began experiencing instability and pain in the right knee, which required revision surgery on (B)(6), 2008."